Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a revision procedure, an insulation anomaly was revealed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.